Manufacturer narrative:
Device evaluation: the product was returned for evaluation. Customer complaint of stenosis was confirmed. Xray demonstrated that heavy calcification on leaflet 1 and moderate calcification on leaflets 2 and 3. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on the inflow aspect and 10mm at the outflow aspect on leaflet 1. Vegetation was observed on the outflow aspect of leaflet 1. Host tissue on the stent circumference was heavy at the inflow and outflow aspect. Host tissue and calcification restricted leaflet mobility and led to stenosis. In addition, the free margins of leaflet 1 near commissure 2, leaflet 2, and of leaflet 3 near commissure 3 were rolled towards the outflow aspect and created a gap in the central coaptation region. Rolled leaflets likely resulted in the reported shortened leaflets. Leaflet 1 had a non-transmural tear approximately 3 mm long on the free margin on the inflow aspect. Calcification was evident near the tear. Xray demonstrated wireform intact. Sewing ring and cloth were cut along the inflow aspect of the valve and exposed the wireform along the inflow aspect of the valve.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a nonthrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this mitral pericardial valve, implanted approximately fourteen (14) years in the tricuspid position, was explanted due to tricuspid stenosis. The device was explanted and replaced with a non-edwards valve. Pannus formation was detected on the outflow aspect, and leaflets appeared hardened and shortened. The patient status was reported as ¿under treatment¿. No other information was provided.